Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 527 mg/dl. Customer stated that her blood sugars have been really high from 500-100 mg/dl for the past 3 weeks. Customer was not feeling okay. Customer felt really shaky, nervous, and thirsty. Customer was advised to disconnect from the pump. Customer stated that they are able to rewind the pump. Customer stated that the alarm has occurred more than once in the last 30 days. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.